Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 4:30 pm with a blood glucose level of 600 mg/dl. The customer was visiting their health care provider for a normal visit when they started feeling symptoms of blurry eyes and dehydration. The customer discovered that they had a blood clot at the insertion site of their insulin pump. Customer was wearing the pump at the time of emergency room visit. Customer is concerned that her pump did not alarm no delivery. The customer was treated for their blood glucose with IV. The customer was assisted with troubleshooting and the device passed the test functions. The customer did not return the product back for analysis.